Event description:
Procedure: carotid endarterectomy. Reportedly, during the procedure a fire started "in the back" of the pt. There were no details available as to what caused the fire, or what ignited. The pt received 2nd degree burns to the ear, neck and back areas.